Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/13/99 at a retail vendor. On 3/5/99 she sought medical treatment for removal of the embedded earring in the right ear. She was prescribed antibiotics.